Manufacturer narrative:
Conclusion: parts on order.

Event description:
It was reported via repair work order that the brakes were not engaging/disengaging due to malfunction left brake pedal. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.